Manufacturer narrative:
Additional information received reports that the patient's ipg replacement was an elective decision between the physician and the patient. There is no indication of the ipg flipping. Therefore, this record is no longer reportable.

Event description:
Additional information received reports that the patient's ipg replacement was an elective decision between the physician and the patient. There is no indication of the ipg flipping. Therefore, this record is no longer reportable.

Event description:
Related manufacturer report number: 3006705815-2023-06855, 3006705815-2023-06856. It was reported that the patient's leads had migrated and the ipg had flipped in its pocket. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
There were no allegations against the ipg. Visual inspection of the ipg did not identify any issues. The ipg was functionally tested and passed all testing.